Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were intermittently responding on the customer's insulin pump. The customer reportedly stated her blood glucose level was probably low and she treated with jelly beans. It was also stated that the customer was living in a humid place. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.